Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure in mid to late august. At the end of august, the patient returned. The patient was re-opened and a leak was found at the cystic duct where the device had been used. There was a no staple line present. The leak was repaired. The patient is currently okay. These are all the details presently known. The device was discarded.

Manufacturer narrative:
(B)(4). Sales reps follow-up with both dr. And risk management. We went through the mechanics of the stapler, and although dr. Is still baffled by the absence of staples on the cystic duct upon re-exploration, he agrees that it is physiologically impossible for the b-formation to undo and fall off. After talking to risk management and the staff at the account, we agreed that the best solution right now is to attend dr.'s cases to support our instruments. Since then, sales reps have been with dr. In 2 cases, where the devices were used without any incident. No further follow-up is required by the hospital at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional follow up: what was the stapler used for in a cholecystectomy? Is this normal practice? How long has the surgeon been using the device? Yes, unsure however the surgeon is (B)(6) and not exactly sure how long he has been using this particular device but approximately 5 years. Has the surgeon been inserviced? Yes. Was there any necrotic tissue, acute cholecystitis or dilated duct due to mirizzi syndrome? Unknown. Patients preexisting conditions? -past medical history: asthma, depression, barrett's, hypertension, hyperlipidemia. Past surgical history:right knee replacement. Patients age, sex and weight? (B)(6), female and (B)(6). Were there any difficulties with the device during the initial operation? None to my knowledge. How long post op did the patient return? Not sure exact time frame, approximately, 10 days. What was observed at the time of the reoperation? Cystic duct leak and there appeared to be no staple line. How is the patient currently? Not sure. Was discharged home on (B)(6) 2012 with jp drain. Is the patient expected to have a full recovery? To the best of my knowledge yes.